Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the requested clinical documentation was not available due to patient confidentiality. Without patient specific medical documentation, definitive clinical factors which could have contributed to the reported event could not be concluded, although the primary component size/selection could not be ruled out as a possible contributing factor. Patient impact beyond the reported fixed flexion deformity and insert revision/downsizing cannot be determined. The patient¿s current health status is unknown. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, size selected and/or patient anatomy/condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, approximately 2 years after a tkr, a revision surgery had to be performed, due to patient fixed flexion deformity that affected the range of motion. To resolve this, a ps insert 3/4 15mm was exchanged by a ps insert 3/4 9mm. Patient's current health status is unknown.